Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia). Rv lia warning occurred on (B)(6) 2015 for sensing integrity counter (sic) >= 30 in 3 days and rv lead impedance variation in last 60 days. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2015 4417 v-sic, non-sustained ventricular tachycardia episodes, high rate non-sustained episodes, and ventricular oversensing/noise detected episodes with lead noise/oversensing. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The patient was seen by a nurse after experiencing syncope during a ventricular fibrillation (vf) episode. Over three hundred non-sustained ventricular tachycardia (vt) episodes also occurred. It was further reported that there was rv lead noise and the rv pacing portion of the lead had short v-v intervals. The lead was reprogrammed and remains active in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.